Manufacturer narrative:
Evaluation summary: the instrument was returned conforming and fully functional and with a reload cartridge loaded that was noted to be fully fired and in good visual condition. When tested for funtionality with a test cartridge, the staples were noted to have the proper b-formation. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a robotic assisted protatectomy procedure, the doctor fired the device and noticed that the device cut, but the staples did not form a "b" shape. The doctor used suture on the staple line. There was no patient consequence.